Event description:
It was reported that during a ld flap, breast reconstruction procedure that after using the blade for a while, it went into instrument failure mode. During troubleshooting, the blade became disassembled when the metal pin at the bottom of the black sleeve of the blade fell out. The whole incident happened outside of the pt and the surgeon finished the operation with biopolar scissors. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the hf105 device was returned with the distal tip of the blade broken off; in addition, the blade retention pin was found bent. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.